Manufacturer narrative:
Results of investigation: the navio handpiece pfsr110137, s/n (B)(6) (italy) intended for use in treatment was returned for evaluation. A relationship between the reported event and the device was established. Nothing was identified visually that contributed to the reported problem. A functional evaluation was performed. The reported problem was confirmed. The gear would not turn by hand. The max t1 torque was 98. The test would not complete and the calibration error was above threshold. A review of manufacturing records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints found similar events. The most likely cause of this event is early stage motor failure. A historical escalation event review was completed. The review determined that prior escalation actions are applicable to the scope of this complaint however no further escalation action is required. The failure mode and associated risk have been anticipated within the risk file and that the documented risk level is still adequate. Further investigation into the reported failure is being conducted to determine if additional actions are required. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.

Event description:
It was reported that during a navio preventative maintenance, the navio handpiece had the internal motor blocked. As this was noticed in a non surgical environment, there was not any patient involved.

Manufacturer narrative:
Internal complaint reference (B)(4).